Event description:
User at facility reported the unit was overfilling final containers. This was based on reweighing final containers on the load cell - some were 6% heavier than programmed. In each case the volumes programmed and volume delivered displays were in agreement. These bags were discarded and remade, so there was no patient involvement. The user was advised not to use the unit which will be returned for evaluation.